Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The distal end of the stent was damaged with stent struts bunched and lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2018.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilatation, a 3.00x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.   However, returned device analysis revealed distal stent damage.